Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unknown procedure. Reportedly, the prostyle suture loop came out. An unknown method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Date of event is estimated as (B)(6) 2022. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.